Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6) , +14.0d) was explanted due to the patient's dissatisfaction with their vision and another lal (sn (B)(6) , +13.0d) implanted as a replacement. Rxsight's first awareness of this event was on 03/06/2024.